Event description:
It was reported that the implantable pulse generator (ipg) experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: a high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in a battery filter capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri triggered on 2015-03-16. Concomitant products: 3550-39 neuro adaptor implanted: (B)(6) 2012; 3778-60 x 2 pain stim lead implanted: (B)(6) 2012; 37712 pain stim ipg implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.